Event description:
A report was received from the USA indicating that upon inspection by the user facility, the device had a graphical user interface (gui) issue but no error code. The top display was "deteriorating in quality and some of the pixels made the display data hard to read." There was no pt involvement.

Manufacturer narrative:
The customer support engineer (cse) flashed the operational software and completed the functional tests that are required. The user facility replace the graphical user interface (gui) central processing unit (cpu). No parts are expected to be returned for eval. The MFR cse was not authorized to service the device. The service history record for this device wa reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. Covidien ref: (B)(4).